Manufacturer narrative:
(B)(4). Date sent: 6/09/2026. B3: unknown. D4: batch #797d06. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one gst60d reload was received partially fired 2/3. The returned reload was reset and loaded into a test device. The returned reload was tested for functionality with a test device in the straight position and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples met the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. The event described of cartridge installation issue could not be confirmed as the returned reload was placed and removed with no issues noted in a test device. No conclusion could be reach on the cause of the reported event of would not close since the device was not received. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 797d06, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, after the cartridge was loaded, and the nurse squeezed the lever and closed the tip as the test, the tip did not close. There was nothing to deal with this, so the hospital fired the device and exchanged the cartridge, the device could be used with no problem. The nurse and the doctor see this issue that this defect occurred because of the cartridge used at the first firing. The cartridge color was gold. Another device was used to complete the case. There were no adverse consequences to the patient. No additional information was provided.